Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had insufficient cleaning. The issue occurred during a denture collection procedure. The procedure was discontinued and natural defecation was encouraged, it was unknown whether the patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The forceps were stuck in the channel and unable to be withdrawn. Based on the results of the investigation foreign material in the device could not be identified, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: inspection method of the suggested event is described in ¿5.2 how to identify irregularity and countermeasures against troubles in chapter 5 troubleshooting¿ in IFU (operation manual). Olympus will continue to monitor field performance for this device.